Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes that the lead exhibited an increase in pacing lead impedance and continued to exhibit noise. The patient will be scheduled for a follow-up, at which time the physician will decide what action to take. The lead remains implanted.

Event description:
It was reported that during follow-up noise was observed on the ventricle channel. The noise could not be reproduced in clinic. The lead will continue to be monitored and the patient was in good condition following the event.

Event description:
New information received notes that the right ventricular lead continued to exhibit noise, resulting in inappropriate high voltage therapy. The noise was reproducible in clinic. The lead was capped and replaced. The patient was in good condition following the procedure.